Event description:
Customer reported a communications error, system will not take lateral pictures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable, reseated pcbs, adjusted the power supply and reloaded software. System operates as intended.